Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported. Subsequently, the lead was returned and was deemed that the observed damage is not deemed to indicate a product defect or malfunction.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. This supplemental correction report was created to capture the additional information received which indicates analysis confirmed that the observed damage is not deemed to indicate a product defect or malfunction. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.